Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs did not reveal evidence of a device malfunction. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported touchscreen issue was due to an isolated component failure within the device main circuit board (pcba). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a pixelated touchscreen while the patient complained of difficulty breathing. There was no serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a pixelated touchscreen while the patient complained of difficulty breathing. There was no serious injury reported as a result of this incident.